Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product by the customer. The delivery accuracy, occlusion limits and alarm functions of the pump were tested successfully and all test results were within the product specifications. No malfunction of the device could be observed. The adapter passed the optical inspection. The used infusion set was visually inspected and tested for flow and tightness. An occlusion with insulin was found behind the connector needle of the transfer set. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product has been delivered to any customer. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.

Event description:
Reporter stated the patient has experienced hyperglycemia of up to 450 mg/dl and has tested positive for ketones over the past week. He delivered insulin via pen and the infusion device as treatment. He and his diabetes specialist believe the insulin delivery of the infusion device is too low. The infusion device was requested for evaluation.